Event description:
Caller reported cgm error 42 associated with their g6 sensor. There was no adverse impact to the customer's blood glucose level. The corrective action involved technical support providing complete pump reset information, guiding the caller through the process, and ensuring the pump no longer displayed the cgm error, leading to a successful start of the sensor session.